Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported during a coronary percutaneous transluminal angioplasty procedure a guide wire kink occurred. The severely stenosed target lesion was located in a severely tortuous left coronary artery. The amplatz super stiff guidewire jtip 035/260/3mm (b/1) approached the lesion. While advancing the wire through the stenosis the physician noted the guidewire was kinked. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable. However returned analysis revealed coating damage.

Manufacturer narrative:
(B)(4). Visual inspection was performed. Device distal tip and coating is damaged. The entire length of the wire was examined anomalies were observed. It was observed the coating severely peeled along the entire body. Also presents a kink at 0.5 cm from the distal end and the coiling slightly elongated at 252 cm from the proximal section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).